Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem was found through the event history log review by the presence of two "system error 341" alarms, which was not reproduced. The device was found within specification and functioned as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error every 30 minutes, interrupting an infusion of ibuprofen (dose, programmed amount and delivery rate unknown) in the intensive care unit post operation. There was no known patient injury or medical intervention associated with this event. No additional information is available.